Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received an insulin occlusion alert and an ¿unable to proceed¿ message when attempting a meal announcement; upon guided troubleshooting with a temporary disconnect and a press-and-hold maneuver, drops were observed from the infusion set indicating flow, and the user¿s blood glucose was 186 mg/dl without symptoms; the event aligned with a lack of effect during the episode and the device component could not be specified due to insufficient information. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported lack of effect and unspecified component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.